Event description:
It was reported while using bd syringe 30ml ll there was liquid in the syringe. There was no report of patient impact. The following information was provided by the initial reporter: during sky non-gmp healthy donor run d3 batch# 0001149168 a viscous liquid was found in 2 30 ml syringes (sap# 05110583, batch# 0001066280). The liquid was found by the operators of the first shift when performing process as per nlge-4997 v3.0 "sky lad mbr day 3 harvest". Upon discovery of the liquid was contacted who instructed to not use the syringes in process.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-jan-2023. H6: investigation summary one photo and two physical samples were provided to our quality team for investigation. Through visual inspection, silicone is observed within the syringe, however, it cannot be confirmed it is in excess. A device history review was performed for reported lot 2107007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. All samples were evaluated, no excess of silicone or other foreign particles can be observed in any of the samples. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2107007 found to be within specification. The returned samples underwent the same evaluations and all results were verified to be within specified limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, silicone can be visible due to issues related to poor distribution inside the barrel. H3 other text : see h10

Event description:
It was reported while using bd syringe 30ml ll there was liquid in the syringe. There was no report of patient impact. The following information was provided by the initial reporter: during sky non-gmp healthy donor run d3 batch# 0001149168 a viscous liquid was found in 2 30. Ml syringes (sap# (B)(4), batch# 0001066280). The liquid was found by the operators of the first shift when performing process as per nlge-4997 v3.0 "sky lad mbr day 3 harvest". Upon discovery of the liquid was contacted who instructed to not use the syringes in process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 30ml ll there was liquid in the syringe. There was no report of patient impact. The following information was provided by the initial reporter: during sky non-gmp healthy donor run d3 batch# 0001149168 a viscous liquid was found in 2 30 ml syringes (sap# 05110583, batch# 0001066280). The liquid was found by the operators of the first shift when performing process as per nlge-4997 v3.0 "sky lad mbr day 3 harvest". Upon discovery of the liquid was contacted who instructed to not use the syringes in process.

Manufacturer narrative:
One photo was provided to our quality team for investigation. Through visual inspection, a transparent substance which is believed to be silicone is observed, however, it cannot be confirmed it is in excess. A device history review was performed for reported lot 2107007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. All samples were evaluated, no excess of silicone or other foreign particles can be observed in any of the samples. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2107007 found to be within specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, silicone can be visible due to issues related to poor distribution inside the barrel. H3 other text : see h10.